Event description:
It was reported that during a surgical procedure for a new system implant, impedance readings on all combinations with electrode pairs 2 and 3 were greater than 4,000 ohms. The lead was taken out and wiped again but the high impedances persisted. The pulse width was also increased with no success. The patient felt stimulation in the right location when motor response was tested. Bellows were also seen when stimulation was tested. Five days later, it was reported that because the impedances did not resolve, the lead was replaced. Impedances were ¿good¿ after the lead was replaced.

Manufacturer narrative:
Product ID 3889-28, lot# va0816h; product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0816h; product type lead. (B)(4).